Event description:
It was reported that during a pulsed field ablation procedure, there were issues with catheter steering and deflection. After completing the pulmonary vein isolation, there was difficulty moving the slide control and the catheter inside the catheter.  The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012615958 was returned and analyzed. The catheter exhibited visible issues. The spiral array pebax tube was kinked between electrodes 5 and 6, and the spiral array guidewire lumen was also kinked. The slide function was stuck, while the shape of the capture device appeared standard with no unusual features. The catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Despite attempts to soften the guidewire lumen using disinfectant to address potential dried blood, the slide control function remained stiff, limiting its full range of motion. Meanwhile, the steering function operated normally, with the distal catheter tip achieving approximately 170° rotation in both directions. The catheter was reprogrammed before connecting to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging revealed entangled wires in the shaft near the dual lumen region. The guidewire lumen appeared to be partially restricted in the shaft. The laboratory test guidewire was unable to advance through the guidewire lumen. In conclusion, the loop catheter failed the returned product insp ection due to the guidewire lumen kink, kinked pebax tube, k and the entangled wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.